Manufacturer narrative:
Updated fields: d4, d9, h2, h3, h4, h6, h11. Intuitive has received a force bipolar instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. Visual inspection of the instrument did not reveal any damage. The instrument was placed and driven on an in-house system it passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly and passed the grip test on 3 of 3 attempts. The instrument was fully functional. Unrelated to the event, the force bipolar instrument was additionally found to have a broken conductor wire at the grip-tang. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) ventral hernia repair procedure, the 8mm force bipolar instrument's wrist hinge became detached, and the customer was no longer able to manipulate the instrument. The customer stated they needed to excise adipose tissue to remove the instrument. The procedure was completed as planned and the patient was discharged home and has recovered well from surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The complaint was not confirmed by failure analysis since the product was not returned.